Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy and the clip was deployed. During removal of the cds, the clip introducer (ci) was inadvertently pulled out of the steerable guide catheter (sgc). The mitraclip system was aspirated while quickly removing the remaining shaft of the cds. The hemostasis valve was tested for damage and no damage was noted. No air was noted in the mitraclip system and there was no adverse patient effect. A total of 2 clips were implanted, completing the procedure and reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). A product problem did not occur. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the mitraclip instructions for use (IFU) states: remove the clip delivery system (cds) and the clip introducer (ci) simultaneously. Aspirate the guide during removal of the cds and ci. Cover guide hemostasis valve with finger upon cds removal. Do not remove the tip of the cds from the guide without removing the ci simultaneously. Failure to remove the ci simultaneously may result in air embolism. All available information was investigated, and the reported user error was associated with the user not removing the ci and the cds simultaneously. There is no indication of a product quality issue with respect to manufacture, design or labeling.